Manufacturer narrative:
According to the customer, the patient experienced "redness, blisters, and tearing" related to the dressing placed after a plastic surgery procedure on (B)(6) 2025. The customer reported the patient required "steroids and is still receiving follow-ups with surgeon 2 months later". The customer reported the patient is "still healing". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the patient experienced "redness, blisters, and tearing" related to the dressing placed after a plastic surgery procedure on (B)(6) 2025.